Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. However, the home patient (hp) reported not tightening the connection properly to the supply bag. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. The guide also provides step-by-step instructions for properly connecting the solution bags. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in set / line) occurred on the homechoice (hc) device during fill one. The home patient (hp) was connected at the time of the alarm. The hp informed the technical service representative (tsr) that they didn¿t get the heater bag connected tightly and it became disconnected. The tsr explained the alarm and instructed the hp to cycle the power on the hc to clear the alarm. The tsr advised the hp to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.